Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's dka. A dislodged cannula would likely impede insulin delivery and may contribute to hyperglycemia, and eventually lead to dka if left untreated. We, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore, no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin. In addition to the steps above, customer's should also check for ketones when treating for dka. If ketones are positive and feeling ill or nauseated, the user guide states to immediately call an hcp for guidance. If ketones are negative then users are instructed to continue to treat for hyperglycemia as stated above. The omnipod's user guide warns that "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer is having trouble with the "cannula coming out of the site while sleeping." She wears the pods mainly on the hip/buttocks area. As a result of the cannula dislodged, the customer's mother states, her daughter experiences dka the next morning because, "she is not receiving insulin throughout the night." The mother couldn't provide any additional information, such as, bg or insulin history, but stated her daughter will call back. No update was ever received. We do not expect the product to return.